Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Insulin pump will be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch. No unlock on j2 lcd keypad connector noted. The insulin pump had minor scratched display window.